Manufacturer narrative:
(B)(4). Date explanted - femoral screw only explanted - (B)(6) 2016. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient underwent a revision due to the femoral screw backing out approximately 18 months post implantation. The surgeon replaced the femoral screw and articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the provided photos shows that the bearing shows signs of damage likely attributed to third body wear caused by the screw backing out. No issues were noted with the screw in the provided photos. As product was not returned, further analysis could not be performed.